Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as aortic neck was short, 6mm in length diameter was 27 to 28, mild angulation of the aortic and mild thrombus. Upon final angiogram, there was a type I endoleak. The physician believes that there was a slight parallax in the imaging during deployment resulting in the inaccurate delivery of the stent graft and the type I endoleak. The physician elected to place another manufacturer's stent graft cuff, however, the endoleak did not resolve. The physician placed a palmaz stent and the endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: endoleak, stent graft was inaccurately placed. Other, secondary intervention.